Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient was very thin and the battery was bothering her. The patient underwent a revision procedure wherein the ipg was moved to a better location. The patient was doing well postoperatively.